Manufacturer narrative:
Information contained in this report was previously submitted through psr on 24/jul/2017 and 410psr on 23/oct/2017. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion, deformation, red particles. And was observed after autoclave cycle: bubbles in gel. A weight test of the explanted material was verified and it was within specification. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV and exchange of textured breast implants due to the patient¿s concern with the product. Device remains implanted.

Manufacturer narrative:
Additional data: b.6. Corrected data: b.5.

Event description:
Device has been explanted.